Event description:
It was reported that the core universal driver displayed a bias current message when connected to the console during testing at the user facility, by a manufacturer service technician, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion was discovered in the motor and potted trigger assembly, and the bearings were found to be damaged.